Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22 mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. During the procedure it was noted that there was difficulty loading the occluder onto the delivery system. During implant the device took on a cobra shape. The device was not released from the delivery system. The device was removed from the patient and replaced with a new 20 mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images received appeared to show device in cobra deformation, however this cannot be confirmed. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.